Event description:
Reportedly, when the device was connected to the patient, a repeated connect electrodes prompt was observed. The patient was diagnosed in ventricular fibrillation. An AED owned by the police department was connected to the patient and defibrilator energy was delivered to the patient one time. The device was later connected to a lifepak 11 defibrillator/pacemaker and cardiac monitor. The patient was not resuscitated. The reporter stated that patient outcome was not affected by the discrepancy due to continued patient treatment.